Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device received multiple inappropriate shocks due to noise and oversensing. Device programming had been secondary with x2 gain, however the post shock automatic setup confirmed the most optimal programming at this time, should be alternate x2 as this eliminated a large majority of the previously observed noise. Reimaging x-rays confirmed acceptable lead and device placement post a notable patient weight loss during the current calendar year. To date the device remains implanted and in service with no additional complications reported.